Event description:
Reported due to pt death. A perclose at device (closer ak) was used to successfully close an arteriotomy after an unk procedure on an unk date. The arteriotomy site was also unk. Reportedly the pt returned to the hosp on an unk date with a "groin infection". The infection was treated with surgical debridement. On an unk date, the pt developed a pseudoaneurysm, which was surgically "tied off". The pt "did fine" and was discharged home on an unk date. Reportedly the pt in 2004 "felt something was wrong". On that same date, the pt was in route via ambulance to an unk hosp and reportedly "bled out" and died. Although requested, additional pt info was not provided.